Event description:
Patient's family member called lfs on 01/28/03 alleging patient ot ultra meter would only prompt an error 5 message. The patient had been unable to test for one week and in 2003 family member found patient in the wheel chair with the legs "flooping". Family member called the paramedics and when they arrived they tested patient's blood sugar. The results was 39 mg/l. Patient was given a glucose IV and taken to the hospital where patient stayed for two days. The issue was not resolved with troublshooting. The meter has been replaced.